Event description:
It was reported that the lead exhibited high capture thresholds and high pacing lead impedance. The lead was capped and replaced on (B)(6) 2017. The patient condition was stable before, during, and after the procedure.